Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebr1240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient returned home after the catheterization on (B)(6) and the catheter was found broken when patient was re-admitted to replace the catheter. It was stated that the catheter was replaced and normal maintenance was conducted.